Manufacturer narrative:
For investigation the electronic device logfile was submitted and analysed. However the user log was incomplete and ended before time of event. The log file analysis revealed that during the case in question the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator (called pcb cpu). The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state. Unfortunately, the user log data is missing and further reconstruction of the case was not possible. However, the general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to iec (B)(4). Therefore, it is recommended that the conditions at the user facility should be checked to prevent from emc disturbance. Additionally, it has been recommended to replace the pcb cpu. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during a case the unit alarmed for gas and vent failure. There was no injury reported.

Event description:
It was reported during a case the unit alarmed for gas and vent failure. There was no injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported during a case the unit alarmed for gas and vent failure. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.